Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged into the patient's cavity which the surgeon was able to retrieve without injury to the patient.